Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer received a questionable troponin t hs result for one patient sample. The initial result was 0.012 ng/ml. The repeat result was 0.017 ng/ml with a data flag. The repeat result was reported to the physician. The patient was not adversely affected. The reagent lot number was 182603 with an expiration date of 04/29/2016.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.